Event description:
On 6/13/2022, it was reported by an arthrex employee via email that an ar-1540bc bio-composite-tenodesis screw broke during insertion. Surgeon was able to retrieve all broken fragments. This was discovered during an ankle side instability procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided photo, which identifies the broken ar-1540bc screw. However, as the device was not returned for physical evaluation, the cause remains undetermined. No change in harm was identified.